Manufacturer narrative:
(B)(4). The provided information suggests the lead will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) implant procedure, a crack was observed in the insulation of this right atrial (ra) lead prior to wound closure. The lead was removed, and a new lead was successfully implanted. No additional adverse patient effects were reported.